Event description:
It appears that in a prior surgery a ethicon realize lap band was removed and sent to pathology for gross examination (parta) because it was not working on the patient and patient was converted to a gastric sleeve. At a later date a piece of the lap band (partb) was removed from the patient and it seems to have broken off when it was originally removed. Ethicon has admitted that they are having problems with this lap band and that they are redesigning it. Our hospital risk manager is working with the ethicon risk manager on this issue.